Event description:
It was reported that during the procedure in left anterior descending artery, a 3.0x16 jostent graftmaster stent delivery system was advanced for treatment of a perforation in a septal branch of the vessel. The stent delivery system could not cross the lesion; therefore, the stent delivery system was removed without deployment of the stent graft. The perforation was ultimately treated with numerous balloon inflations, deployment of a rx mini vision stent, and intravascular ultrasound. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for investigation. There was also no reported information on the patient anatomical morphology (tortuosity or calcification), which may have further aided the evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. As there was no report of any damage observed to the sds or stent graft prior to the procedure, this may suggest that a product deficiency did not contribute to the reported incident. Based on the information provided and without the product to examine, a definitive cause for the failure to cross could not be determined. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the device history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Based on the investigation, there is no evidence to suggest a potential product deficiency.